Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2015) is considered to be a best estimate. This supplemental emdr represents onflex (device #2). An additional supplemental emdr was submitted to represent bard flat mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard onflex mesh medium on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of onflex (device #2). Per op notes, "no direct hernia defect was identified. The internal inguinal ring was slightly enlarged. The inguinal canal floor was reconstructed with onflex (device #2). Note, there was no mention of bard flat mesh (device #1) being implanted in this procedure. (Note: there was no indication in the medical records provided that the patient was implanted with a bard flat mesh.) (B)(6) 2020 - patient was diagnosed with chronic pain, right inguinal neuralgia with meshoma, nerve entrapment thereby underwent with removal of partial mesh (device #1). Per op notes, "there was old mesh in the right inguinal space. Significant amount of adhesions around the mesh were noted. The mesh (device #2) was removed.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol onflex (device #2). An additional emdr was submitted to represent the bard flat mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard onflex mesh medium on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.